Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused the returned condition of the device. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.